Manufacturer narrative:
(B)(4). Date sent: 10/24/2024 d4: batch # unk h6: health effect - clinical code = e10 (gastrointestinal system) an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was received: was a leak test performed? If so, what type and what was the result? No, it was an open reversal so no leak test was needed. Was the staple line visualized endoscopically during the initial surgical procedure? Again, an open case so staple line was visual during the case. How many days postoperative did the leak occur? 7 days how was the leak identified? Patient was complaining of feeling sick, had an ultrasound and then sent for a CT scan for further investigation what was observed at the site of the leak upon reoperation? Unknown how was the leak addressed? Patient was reoperated on and given another stoma were there any issues experienced with the device in the initial surgical procedure? No, the device worked perfectly during the initial surgery does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Yes, the surgeon is under the impression that it is device related leak. The procedure was back on the (B)(6), the device worked fine during the case and was disposed of in the normal medical process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a leak post op.